Event description:
The patient reported large red patches around the incision sites. A physical exam and CT scan were performed which ruled out an infection. Antibiotics were prescribed and the patient has showed continued improvement. The patient has been using the device and noted to have great results. No further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, and using inappropriate tools have been ruled out. However, the doctor believes the large red patches were the result of a sensitivity to the dressing which is unrelated to the curonix device. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unrelated to the curonix device as the doctor believes the patient has a sensitivity to the dressing (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.